Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that a patient with a smiths medical portex® siliconised pvc, soft seal® cuff tracheal tube was reported to worsening ventilation. Subsequently, a tracheostomy (trach) tube change out was performed. There were no reported adverse patient effects.

Manufacturer narrative:
Device evaluation summary: one portex siliconised pvc, oral/nasal soft seal cuff tracheal tube was received for investigation. The sample was received in used condition without its original packaging. Immediate visual inspection detected no issues with the product. Inflation and leak functional tests were completed and no occlusions or leaks were found. In addition, the manufacturing process for inflation line and leak tests were audited. Thirty two (32) units were reviewed and no discrepancies were found. A review of the manufacturing process was also conducted and was considered adequate and correct. Based on the evidence and testing, the complaint allegation was not confirmed. No fault was found with the device.